Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions to remove the cartridge, inspect and clean the pump areas, and successfully completed the load process to resume insulin delivery.